Event description:
Medtronic received information that during deployment, this transcatheter bioprosthetic valve dislodged out of the targeted location due to tortuous anatomy. The valve was then deployed in the ascending aorta. Another valve of the same model and size was successfully implanted valve-in-valve with no adverse patient effects reported.

Manufacturer narrative:
Conclusion: it was reported that the cause of the dislodgement was due to patient anatomy, as patient had tortuous anatomy. This clinical observation does not indicate a potential manufacturing issue.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.